Event description:
During a scheduled follow up of the associated ICD system, the physician reviewed memory data of the ICD and found an irregular egm. The physician is requesting an explanation of this observation. The subject lead remains implanted. The associated ICD is an ovatio dr6550; serial number: (B)(4).

Manufacturer narrative:
(B)(4) 2012; this event concerns a device that was manufactured and used outside the united states. Analysis is pending.